Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. The reporter noted that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found records of replace battery alarm on the event date along with evidence of partially discharged batteries being installed after the replace battery alarms. Investigation found that the battery compartment was undamaged. The battery contact measurements were within specifications. The pump powered up using the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no internal issues were found. The investigation verified the reported power issue in the black box but was unable to duplicate the issue.